Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the monitor needed to be replaced. Once replaced, the system then passed the system checkout and was found to be fully functional. Analysis on the returned monitor resulted in no failure found when analyzed. Device manufacturing date is unavailable. Other relevant device(s) are: product ID: 9734686, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the surgeon monitor of the navigation system was operating intermittently. It was reported that the monitor would work for a short amount of time then go black and power back on. Reseating cabling did not restore functionality.